Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 484 mg/dl. Customer's other blood glucose value was unknown. The customer experienced symptoms such as vomiting and flu. The customer was treated with manual injection and insulin pump for high blood glucose values. The customer was wearing the insulin pump during the hospitalization. The insulin pump received an insulin flow blocked alarm. Troubleshooting was not performed for high blood glucose values. The device is not expected to be returned for analysis.